Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint receiver device was not returned to dexcom. The transmitter device (stt-gl-004/64db2), used with the complaint receiver device, was returned on (B)(4) 2014. The returned complaint transmitter was visually inspected and no defect was found. Functional testing was performed and the device failed, confirming the reported event of an out of range signal. A CAPA has been initiated for this issue.

Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. International distributor did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).